Event description:
Patient presented to the physician with an infection at the ipg incision site 1 week post implant of the inspire device. Physician prescribed antibiotics. Patient presented back to the physician with an infection. Physician prescribed another round of antibiotics.